Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage on the electronic assembly. Moisture damage was also noted on the motor assembly.

Event description:
It was stated that the insulin pump had water damage. Water can be seen behind the screen. Advised that the insulin pump would be replaced. Nothing further was reported.